Event description:
It was reported that during a minimal invasive decompression surgery the internal wire of the flex arm was found to be defective and the wheel would not tighten the arm.

Manufacturer narrative:
Mechanism of failure is consistent with anticipated wear as per the product analysis. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.